Manufacturer narrative:
According to the failure description in the complaint the source plate and the flow measurement plate are defective. The affected parts were requested for further investigation. The parts are no longer available because the customer did not retain these parts from last year. According to the our life-cycle-engineering (lce) the afterwards reported failure "error 04" is part of the lce investigation lce04302. A similar complaint# (B)(4) was already investigated with the following outcome: the defective capacitor c107 on the flow measurement board caused a short circuit that tripped the fuse f3 on the power supply board. The probable root cause is a statistical failure of c107. Thus the failure could be confirmed. The event occured not during treatment or diagnosis and caused the complaint. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge (B)(4) has identified approximately 4000 service records in (B)(6) where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge (B)(4) has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge (B)(4), customer product complaint handling. CAPA (B)(4) has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from (B)(6) that rotaflow source plate and flow measurement plate are defective. No harm to any person was reported. Complaint ID: (B)(4).